Manufacturer narrative:
The reported event was confirmed. The evaluation verified that there was only 2ml of water left inside the returned syringe. No crack or defect was observed on the barrel and plunger and no leaking was observed on the returned syringe. How and when the problem occurred could not be determined. The problem did not occur as a result of any manufacturing process related cause. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "2.accessories closed drainage bag (the illustration shows one example of typical configurations.) Syringe prefilled with sterile water water soluble lubricant antiseptics: bard® 10% povidone-iodine solution tweezers gauze pads waterproof sheet cotton balls gloves"

Event description:
It was reported that the water was short filled inside the syringe.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water was short filled inside the syringe.